Event description:
A complaint was received from the customer regarding a v60 device indicating that the unit could not enter diagnostic mode and the green check indicator was not functioning. The device was not in clinical use at the time of the event, and no patient impact was reported. As a result of the issue, the unit was taken out of service. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. During troubleshooting, the customer was guided to inspect the user interface (ui) assembly, specifically the cable connection between the switch printed circuit board assembly (pcba) and the ui pcba. The issue was attributed to a connection-related problem within the ui assembly. As part of the resolution, the customer opened the ui assembly and reseated the cable connection to the switch pcba, which resolved the issue. The device subsequently passed required performance verification testing per philips standards and was returned to service.